Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) fell approximately two months ago. The following day, right atrial (ra) impedances were noted to have increased. Later, the impedances increased to greater than 3,000 ohms. A revision procedure was performed, during which the atrial lead was surgically capped and the device was electively explanted. It was noted that there was no lead fracture visualized during the procedure, and lead testing was not performed during the procedure. To date, there have been no reported adverse patient effects related to this clinical observation.